Manufacturer narrative:
The device was returned and evaluated. The exposed portion of the soft cannula was observed to be stretched out to 34.17mm in length. It is unknown how or when this damage to the soft cannula occurred. The downloaded data does not show any timeouts or drive stalls. It cannot be conclusively determined when this damaged occurred or if it impacted insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 366 mg/dl while wearing the pod between 49 and 71 hours on their arm. Information on treatment was not provided.